Event description:
Pf114 faradise clinical study, subject ID: (B)(6). It was reported that during an irreversible electroporation ablation procedure using a farawave catheter the guidewire was stuck in the device and the catheter could not fully deploy. No further information regarding when during the procedure the defect occurred or what troubleshooting took place has been provided. The site has indicated the catheter is not available for return.

Manufacturer narrative:
Initial reporter phone: (B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.